Manufacturer narrative:
Product complaint (B)(4). Batch # t5a98p. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage with a gst60d cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: was buttressing material used? No further information is available. Did the device staple on either side of cut line? No. How was the duodenum torn? No further information is available. What anatomical structure was the device being fired on when issue occurred? No further information is available. Was the post op care of patient altered in any way due to the difficulties experienced with device? No further information is available. But, at least, the prolongation of the hospitalization was not planned. What is the current patient status? The patient is stable as of (B)(6) 2019. No further information will be provided.

Manufacturer narrative:
(B)(4). Batch # t5898p. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Are photos or video available? Was buttressing material used? Did the device staple on either side of cut line? How was the duodenum torn? What anatomical structure was the device being fired on when issue occurred? Was the post op care of patient altered in any way due to the difficulties experienced with device? What is the current patient status?

Event description:
It was reported that during a laparoscopic gastrectomy, only the knife moved forward, and the staples were not deployed at the 4th firing. It was found that white sleds came off from the cartridge and it was on the cartridge deck. Bleeding occurred, but its amount was unknown. No blood transfusion was required. Since the duodenum was torn, the way of the anastomosis was converted from delta anastomosis to roux-en-y method anastomosis to complete the case. The procedure was not converted to open procedure. There was oozing when the event occurred. The surgeon additional resected the stomach and duodenum and then, the oozing stopped. The patient is not going to extend the length of staying the hospital and he is stable.